Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
In (B)(6) 2008, the patient was hospitalized for deep venous thrombosis (dvt) and pulmonary embolism. At this time a greenfield vena cava filters (ivc) was implanted into the right common femoral vein at the l1-l2 level. Recently, the patient started to experience constant pains and irritation in the area where the filter had been implanted.